Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 and gestational diabetes. Previously administered products included for an unreported indication: oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), adnexa uteri pain ("left side of ovary pain /pain in side"), alopecia ("hair loss") and urinary tract infection ("infection (bladder/ urinary tract/vaginal)/urinary tract infection"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with triamcinolone and surgery (hysterectomy with unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the allergy to metals, adnexa uteri pain and urinary tract infection was resolving and the dyspareunia, female sexual dysfunction, fatigue and alopecia outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, alopecia, dyspareunia, fatigue, female sexual dysfunction and urinary tract infection to be related to essure. The reporter commented: discrepancy noted: date of implant: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-nov-2019: pfs received : outcome of the event urinary tract infection was updated. Onset date of events added and updated. Date of hsg updated. On 21-nov-2019: same follow up attached. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 and gestational diabetes. Previously administered products included for an unreported indication: oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced adnexa uteri pain ("left side of ovary pain /pain in side"), fatigue ("fatigue") and alopecia ("hair loss"). In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse),") and urinary tract infection ("infection (bladder/ urinary tract/vaginal)/urinary tract infection"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (uterus and cervix removed)). Essure was removed in 2012. At the time of the report, the allergy to metals and adnexa uteri pain was resolving and the female sexual dysfunction, dyspareunia, fatigue, alopecia and urinary tract infection outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, alopecia, dyspareunia, fatigue, female sexual dysfunction and urinary tract infection to be related to essure. The reporter commented: discrepancy noted: date of implant: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2019: pfs received. Reporters information updated. Event: injury were updated to apareunia (inability to have sexual intercourse).new events: dyspareunia (painful sexual intercourse), fatigue, hair loss, nickel allergy, infection (bladder/ urinary tract/vaginal)/urinary tract infection, ovarian pain, pain in side were added. Event outcome were updated:left side of ovary pain /pain in side, nickel allergy to recovering. Medical history, lab data and historical drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.